Event description:
It was reported the patient had their device removed due to erosion through the skin. It was stated the device broke through the skin after being implanted for 2 ½ months. The patient outcome was reported by the health care provider as "no injury." Information from the patient stated the patient was "still having concerns" but was working with their health care provider.

Manufacturer narrative:
Product ID 3889-28, lot# va0451v, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).